Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the shaver handpiece was returned for evaluation, and the customer's reported problem was confirmed. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure.

Event description:
The customer reported that the shaver handpiece did not function properly during use. There was no report of injury or surgical delay associated with this event.